Event description:
Lasik left me with extremely dry eyes, eye pain, headache, blurred vision, light sensitivity, horrible night vision, inability to immediately identify what I'm looking at, and ongoing depression. The 2-3 second delay in focus is unsettling. Especially when driving. Went from 20/20 vision with contacts, to 20/40 after lasek. This now requires wearing glasses for mist everything I do in daily life, including preparing meals. FDA safety report ID # (B)(4).